Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received. No physical damage was found on the device except for the ¿wobbling¿ of the relief pressure adjustment knob. The complaint was confirmed. The root cause was the looseness or failure of relief valve assembly. It was unknown what caused the condition. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the variable relief valve assembly. The device passed all functional and delivery tests.

Event description:
It was reported that during patient use, the dial knob comes off. Adverse patient effects are unknown.

Manufacturer narrative:
D4: insufficient information was provided to be able to determine the full UDI. **UDI related data quality updates only**